Event description:
The customer reported via phone call that in the mornings he would wake up with a low blood glucose level. One morning he woke up with a blood glucose of 45 mg/dl. His wife called the paramedics because the insulin pump was delivering more insulin than it was supposed to. The edge of the insulin pump was coming apart. The customer was not admitted as an inpatient for medical treatment. He was not disconnected during the rewind and prime sequence. The reservoir was showing less insulin than what is shown on the status screen. The customer stated he did not remember giving himself 10 units of insulin that morning but it appeared on the insulin pump's history. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.